Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01569, 0001825034 - 2018 - 01568, 0001825034 - 2018 - 04201, 0001825034 - 2018 - 04203, 0001825034 - 2018 - 04204, 0001825034 - 2018 - 04205, 0001825034 - 2018 - 04206. Additional concomitant medical products: unknown part/lot: baseplate, peripheral screws, glenosphere, humeral tray, humeral bearing; 211218, compr srs prox bdy - lg 42mm, lot 098040; 211241, compr srs mod stem - 6x150mm, lot 309810. (B)(6). Reported event was confirmed due to x-ray review received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review determined overall fit and alignment of both implants is appropriate. Normal bone mineralization. There is suggestion of cortical regularity along the radial aspect of the distal humeral diaphysis with extension into the olecranon fossa and the medial humeral epicondyle. Nondisplaced fracture cannot be excluded. Correlate with patient's symptoms. Heterotopic ossification within the joint space is also present. Both of these findings could cause pain. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
The patient experienced post operative pain. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment, it was determined this device should not have been reported in relation to this event. Please void this submission.